Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for a low blood glucose level of 20 mg/dl. The customer stated that she adjusted the bolus wizard suggestion, and took a 13 unit bolus. While in the hosp, the customer also experienced a high blood glucose level of 302 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found an alarm in the alarm history. The insulin pump passed the prime and high pressure test. Nothing further was reported.